Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. During inspection of the provided photos, the effluent pod was observed to be leaking. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the ¿ruptured and collapsed" arterial pressure sensor cap of a prismaflex m150 set during priming. There was no patient involvement. No additional information was available.